Manufacturer narrative:
.

Event description:
It was reported to philips that the device failed opcheck. This was further clarified by a philips fse that the device failed opcheck for the charge button. There was no patient involvement.